Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product was returned to zimmer biomet for evaluation. The tray was inspected and a crack near the inside of the sealing flange was confirmed. This crack was caused by an extreme distribution event as no failures of the outer tray/lid were seen during the packaging performance validation. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent a total knee arthroplasty on october 23, 2014. During the procedure, an implant was discovered to have a cracked casing. The procedure was completed with a different implant.

Manufacturer narrative:
Results of the per relayed by the engineer: the tray was inspected and a crack near the inside of the sealing flange was confirmed. This crack was caused by an extreme distribution event as no failures of the outer tray/lid were seen during the packaging performance validation, file (B)(4). The packaging performance validation had worst case (assurance level I) simulated distribution completed per (B)(4). Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this lot. Relayed completion of the investigation to the sales rep via email on (B)(6) 2015. Review of complaint history found no additional issues reported for item: (B)(4), lot: 140960, combination. In addition, there were no other complaints reported for item: (B)(4) and complaint category: packaging: damaged sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.